Event description:
The customer called to report low blood glucose levels. The paramedics were called to the customer's home due to the symptoms of low blood goucose levels. The customer stated she was shaking, sweating and was a little confused.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.